Event description:
It was reported that the device reached recommended replacement time (rrt) sooner than expected given the programmed settings and usage. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.